Manufacturer narrative:
(B)(6).

Event description:
The customer complained of erroneous high results for 1 patient sample tested for intact human chorionic gonadotropin + the b-subunit (hcg + b). The erroneous results were not reported outside of the laboratory. The initial hcg + b result was 41.24 miu/ml on modular e analyzer with serial number (B)(4). The sample was repeated and the result was 0.1 miu/ml with a data flag. The sample was repeated on the core unit with serial number (B)(4) and the result was 0.1 miu/ml with a data flag. The results of 0.1 miu/ml with data flags were believed to be the correct results. No adverse event occurred. The hcg + b reagent lot number was 185430. The expiration date was not provided. Maintenance was performed on the analyzer with serial number (B)(4) on 10/12/2015. No issues were identified. A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. A general reagent issue is not likely. An instrument issue was not identified. The root cause may be related to pre-analytical issues but this could not be confirmed as additional information was not provided.